Manufacturer narrative:
A manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue in testing. The reported problem was reproducible in the evaluation. The pse replaced the user interface (ui) printed circuit board assembly (pcba. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer reporting the v60 ventilator restarted without user input. The issue reportedly occurred while in the medical equipment (me) room; the device was not in clinical use. There was no report of harm. There was no patient or user impact. The device did not meet specification for intended use and was removed from service. Investigation is ongoing.